Event description:
This is being filed as after the clip (10336205/19) was implanted on the mitral valve leaflets, the clip detached from the posterior leaflet and remained attached to the anterior leaflet. Although there was no adverse patient effect reported, if this were to recur, a clip detachment from a leaflet has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, one clip (10336205/19) was placed on the medial part of the mitral regurgitation (mr) jet. The 3d echocardiogram image showed a pre-existing cleft indentation on the thin posterior leaflet. After two leaflet grasping attempts with the clip, a good grasp was achieved. The leaflet insertion assessment was completed and the clip was deployed. During preparation of the second clip, nearly 10 minutes later, it was observed that the implanted clip had detached from the posterior leaflet. The second clip was placed lateral to the first clip. On fluoroscopy and echocardiogram, the first clip was observed to look stable. The mr grade was reduced from 4 to 2 with a mean pressure gradient of 4-5mmhg. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the anterior mitral leaflet. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the anterior mitral leaflet. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda), leading to incomplete coaptation are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database identified no other incidents for the reported lot. There were no reported device issues while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the reported slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, there was a pre-existing cleft on a thin posterior mitral leaflet and it is likely that the clip detached from the posterior mitral leaflet (pml) due to the noted cleft and already thin leaflet. Based on the information reviewed, the reported slda appear to be related to procedural conditions as the patient had a pre-existing cleft and a thin pml, causing the leaflet to pull out of the clip and not a product quality deficiency.